Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received delayed hv therapy due to undersensed vf episode. Programming changes were made and the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the patient had ventricular fibrilation with syncope and device worked properly. Patient was ok and under amiodarona treatment. Patient is on waiting list for heart transplant.